Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. Analysis of the device memory confirms that therapy was available at the time of explant. It is concluded that the operation of the device in safety mode was a result of memory corruption as a result of the application of electrocautery. The inappropriate shock could not be confirmed via device memory as no shocks were recorded prior to the device reverting to safety mode. Episodes and shocks are not recorded when the device is in safety mode. The device was not in electrocautery mode at the time of the faults.. The behavior of this device is consistent with devices that have reverted to safety mode due to electrocautery. Design changes have now been implemented to enhance the robustness of electric circuits, such that a device would be able to withstand the rare occurrences of conducted energy that previously would have disrupted circuit performance.

Event description:
Boston scientific received information that during a procedure to remove this patient's fractured competitive lead, this device had been programmed off. However, tones were heard coming from the device and the patient received a shock. A fault code and safety core message was confirmed. The device was explanted and replaced without further incident. No adverse patient effects were reported.

Manufacturer narrative:
This product issue will be updated when the device is returned and laboratory evaluation is complete.